Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that rotational speed was unstable. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified coronary artery. A 1.50 mm rotalink¿ plus was selected for use. During the procedure, when the device was advanced to ablate the lesion, it was noted that the rotational speed would not decrease and the device was unable to ablate. It was also observed that the device failed to advance to the "distal". The procedure was completed with a non-bsc device. No patient complications were reported and the patient status was good.